Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during several attempts to acquire percutaneous vascular access via the patient's subclavian vein, a hematoma and a pseudoaneurysm formed. The physician was unsuccessful in acquiring venous access with the guidewire and access needle. The hematoma was treated by the medical staff and a vascular stent was eventually placed by the physician to successfully treat the patient's pseudoaneurysm with no additional consequences to report.

Manufacturer narrative:
A device was returned for evaluation. The complaint is confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.